Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause cannot be determined. No further information is expected as the patient did not allow to contact the surgeon. (B)(4).

Event description:
Additional information received by a company representative who reported that the patient wanted to get the iol explanted. Additional information received by the doctor clarified that this report is for the left eye.

Event description:
A patient reported difficulties in near and far distance vision after intraocular lens (iol) implantation on the right eye (od). She experienced blurred vision when reading and she had difficulties in driving by car. Patient also reported halos. According to the patient the surgeon recommended her to be patient and to perform a laser treatment. No further information is expected as the patient did not allow to contact the surgeon.